Event description:
It was reported to philips that the device experienced an ECG cable failure. Following an initial evaluation which could not replicate the alleged failure, the customer requested that the unit be returned for bench repair. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced an ECG cable failure. Following an initial evaluation which could not replicate the alleged failure, the customer requested that the unit be returned for bench repair.